Manufacturer narrative:
The 8mm permanent cautery spatula instrument has been returned and evaluated by the failure analysis team. The instrument was found to have damage of the conductor wire¿s insulation at the proximal clevis. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed the electrical continuity test. Additional observations not reported by the site were also identified. The instrument was founded with a derailed pitch cable at the instrument distal clevis. In addition, the instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 6.84mm x 5.74mm in size. Clevis shows thermal damage on the outer surface.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery spatula instrument for failure analysis investigation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at/near the proximal clevis. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed the electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling. Additional observation(s) not reported by site: the instrument was founded with a derailed pitch cable at the instrument distal clevis. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 6.84mm x 5.74mm in size. Clevis shows thermal damage on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The instrument was found to have charring and localized melting at the distal clevis grip base. The instrument failed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula instrument cauterized other places where the wrist part of the instrument touched the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.